Event description:
It is reported that when seating the final femoral component, a calcar crack was noticed. A lugue wire was placed.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: operative notes were provided and reviewed. X-rays were not provided; it is unknown if the chosen components had the correct fit and orientation. The pt's bone quality is unknown. With the information provided information, a definitive root cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.